Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2021. (B)(4) submitted for adverse event which occurred on (B)(6) 2021.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2021, during which the surgeon noted he excised the old scar, removing the chronic wound and following a fistula tract that went from the skin all the way down below the external oblique fascia to the onlay mesh. He removed the portion of the mesh that was exposed and involved with the chronic fistulous tract. Beneath the mesh, there was a chronic cavity. It was reported that the patient underwent removal surgery on (B)(6) 2021, during which the surgeon noted the infection tract led right down to the onlay mesh. When he encountered the mesh, he found it was very adherent and very inflamed. It was fibrosed. He removed most of the onlay mesh, which was particularly problematic because it went right up to the pubic symphysis. It was reported that the patient experienced chronic wound. No additional information was provided.